Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 117" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical (B)(4) service department; the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full pacer and defib functionality testing without duplicating the report. An internal inspection found no discrepancies. The high voltage module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.